Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 468mg/dl which was treated with bolus. Customer¿s current blood glucose was 320mg/dl. Customer alleging possible pump under delivery. Customer reports insulin exited at qr. Customer mentioned that cannula was bent and forgot to fill dead space after removing introducer needle. Customer advised to change entire set, reservoir and insulin and treat per hcp¿s instructions. Customer declined for troubleshooting. Insulin pump will not be return for analysis.